Event description:
A 9.5 fr jr4 guiding catheter developed bend in shaft of catheter approx 10 cm from distal tip while physician attempting to seat catheter in coronary artery. Catheter removed without incident.